Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Box e: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported the non-invasive blood pressure (nibp) cuff did not deflate, causing harm to the patient's arm. It was indicated the arm turned blue. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site, and was unable to duplicate the reported issue, as the cuff deflated as normal during evaluation. The fse asked if there was any permanent damage to the patient's arm and if treatment was required, but this was unknown. The fse confirmed that the device had alarmed for being unable to deflate the cuff. The available information was reviewed by a philips clinical expert (ce). Per the ce, the harm to the patient appears to be minor and the monitor alarmed as expected to alert the user of the issue. The event does not meet criteria for a serious injury at this time. Based on the information available and the testing conducted we were unable to replicate the reported problem. The cause of the reported problem at the time of the incident was unable to be determined. The device was confirmed to be operating per specifications and no failure was identified, during testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.